Manufacturer narrative:
Patient information requested but not provided. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tips of the 35ml plunger less syringes break off when refrigerated or frozen. This occurred in (B)(6) 2019.

Manufacturer narrative:
Upon clinical review of the file with regulatory, this file was updated to be not reportable. There was no patient involvement, and the broken tip would render the syringe unable to be used. Product grid and global reportability tree updated.

Event description:
It was reported that the tips of the 35ml plunger less syringes break off when refrigerated or frozen. This occurred in (B)(6) 2019.